Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, black particles material was found on the gel and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis, the final assessment is one opening crease sharp assessed as fold flaw opening and a striated edge in the side anterior broken due to surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.